Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. During preparation, it was noted that the stopcock valve is leaky and does not lock after being flushed causing air ingress. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Event description:
During a paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. During preparation, it was noted that the stopcock valve is leaky and does not lock after being flushed causing air ingress. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.